Event description:
On 01/12/2001, the facility's operating room coordinator informed the MFR's representative of the following: device not functioning properly, device explanted. Surgeon flushed device in the clinical setting and found leak in tubing. No further details are available at this time.